Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer to date for physical evaluation. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Event description:
A user facility biomedical technician (bmt) reported a bibag temp sensor error alarm is occurring during power-up. The bmt has swapped the bibag interface board, bibag temperature sensors and re-calibrated the temperature sensors/control. The bmt stated the temperature sensor looked discolored/burned. The bmt was advised to swap the bibag distribution board or the bibag hydraulic assembly complete. There was no patient involvement, patient harm, or adverse event reported. Upon follow-up, the bmt confirmed the reported event and stated the machine remains out of service pending delivery and replacement of the bibag distribution board. The bmt confirmed there was no patient involvement associated with the reported event. It was reported the replaced components were available to be returned for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported a bibag temp sensor error alarm is occurring during power-up. The bmt has swapped the bibag interface board, bibag temperature sensors and re-calibrated the temperature sensors/control. The bmt stated the temperature sensor looked discolored/burned. The bmt was advised to swap the bibag distribution board or the bibag hydraulic assembly complete. There was no patient involvement, patient harm, or adverse event reported. Upon follow-up, the bmt confirmed the reported event and stated the machine remains out of service pending delivery and replacement of the bibag distribution board. The bmt confirmed there was no patient involvement associated with the reported event. It was reported the replaced components were available to be returned for investigation.